Event description:
It was reported that the implant attempt was not successful due to grommet damage or loose connection suspected. Device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The implantable pulse generator (ipg) was returned and analyzed. Analysis findings demonstrated grommet damaged and set screw misaligned. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions ((B)(4)) have been implemented to address this issue.